Manufacturer narrative:
Device was used for treatment not diagnosis. The device was returned. The distal opening of the cannula appears somewhat deformed and no longer entirely circular. The proximal end of the device shows numerous markings from both pliers and hammer strikes. It is likely that over eleven years of use and possible rough handling during surgery or sterile processing has led to this complaint condition.the design drawing was reviewed and determined to be suitable for the intended design, application and dimensional conformity when used as recommended. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: patient initials are: (B)(6). Patient weight not provided by reporter. Other product code: fsm, tray,surgical instrument. Device is an instrument and is not implanted/explanted. Device is expected to be returned for manufacturer review/investigation, but has yet to be received. Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a 5.0 titanium locking screw would not fit through the distal portion of the cannula of the protection sleeve for the lateral entry femoral recon nail. Sales consultant reports that something is wrong with the cannula as the screwhead would not pass through the cannula. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Manufacturing location: (B)(4). Manufacturing date: august 26, 2004. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.